Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the foreign material is not established and for no/ image is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the colonovideoscope had foreign objects/ deposits in light guide cover lenses, control unit, switch box unit, universal cord's protector, universal cord, video connector case and had no image. There was no patient involvement.